Event description:
The facility had reported an infusion pump with a failure code 812:02. The facility rep had stated that no pt incidents have been reported since the last baxter service event and that no pt injury or medical intervention had been involved with this pump. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming, tubing product code and lot number in use. Additional contact info was requested but no additional contact was identified.